Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading was 416mg/dl. Troubleshooting was performed, and the drive support cap was sticking out, but the customer pushed it back in to complete the rewind process. Advised the mother to disconnect from the insulin pump and revert to back up plan. No further information was provided.